Event description:
It was reported that device was found to be in backup vvi mode. The device failed to restore four times. The patient was given a life vest and will have the device replaced. No intervention made at this time. The patient has breast tissue expander, but no notes of interaction between the expander. There were no adverse health consequences, the patient was stable.

Event description:
New information indicated that the device was explanted and replaced. The therapy was disabled when the device was in backup mode. An early battery depletion was noted. The patient's condition was not reported.

Manufacturer narrative:
The reported event of unexpected reset and premature discharge of battery was confirmed. The device voltage was at end of life (eol) upon receipt. A longevity calculation was performed and found that the battery depletion was premature. Analysis of the device image showed the device was restored from reset in the field. Field information indicated the device went into reset due to the procedure performed. The use of external devices was the cause of reported events of unexpected reset and premature battery depletion. User manual states use of external devices generating strong magnetic fields can damage pulse generator, which would inhibit device therapy. Further testing after cutting open the device and use of external power supply found no anomaly. The battery analysis by the manufacturer found the battery was normal.

Event description:
New information indicates that the patient was in stable condition before, during, and after the procedure.